Event description:
MFR supplied spinal cord stimulator failed to work properly resulting in the need for removal almost from the day it was surgically implanted. The MFR rep disregarded the surgeon's intentions not to turn the device on for a month after implanting it. The rep then lied to rptr, to be allowed to turn it on the day it was implanted by claiming the dr changed his mind. The device was not working properly and was reported to the dr as soon as possible by rptr, he arranged to have the device adjusted the same day rptr saw him. The same co rep did the adjustments as the unit was sending stimulation into rptr's stomach more than their back. It was implanted in their back to help control pain caused by a work related back injury. More adjustments were done from this day until rptr's worker's compensation co refused to allow any more medical care which included the stimulator care. The last time the MFR rep adjusted the unit it had to be 50% shut off to work for rptr if only a little bit. The unit quit working a few months later and rptr stopped its attempts to work by shutting it off with the remote rptr was given. The device began to cause pain in rptr's back adding to the pain of rptr's injury. It was removed and the surgical location has now been added as an addition to rptr's disabilities. Rptr asked for copies of all reports from the MFR rep to the dr and copies of the reports they would have kept of the adjustments. Rptr was told in writing no reports were ever made to the dr of rptr's problems, no records were kept of what they did to make the device work better or of its problems with rptr. Worker's compensation co managed the device's care and the rptr's. Rptr worked as an operating engineer at the government ctr. One would think they would look after their people. The worker's compensation is self funded managed by law by an outside management co who has a permanent claims adjuster at the county building rptr worked in. That way the mgmt co did as told by the county. Rptr's injury was caused by a fall due to negligence of the county, who mismanages its properties. Rptr was medically discharged from employment with the county claiming out of 6,000 different jobs in the county system none matched rptr's education, experience and disability rptr has a diploma in property mgmt and about 14 certificates of training in operating engineering, management, supervising. Rptr has 21 years of supervising experience plus 6 more years prior to this as an operator. Rptr was a union member. Rpr lost medical care when the county let them go as of 2001. Rptr was forced to sign retroactive cobra acceptance papers dated to 2000. Rptr was told if they do this they would be looked after, rptr wasn't. At the same time as rptr's medical separation, rptr had their worker's compensation closed so no medical care was allowed from them. Rptr soon was sent to a re-training counseling co hired by their employer who other than creating false document when rptr complained to the state, asking for help they failed to come up with a course to match their disability. Rptr was forced to file an appeal for medical care of the now totally failed stimulator, and back injuries from their work accident. The date for that hearing was moved several times. Meanwhile rptr was told because of their disability and need for medical care right now, rptr should take a cash settlement for re-training based on their disability rating which was also in dispute, as being too low. Workers compensation refused to allow a new rating. Rptr discovered that the injury care for workers is rigged so if the worker is badly injured the employer gets off with as little cost as possible. Medical care was withheld until rptr accepted the low settlement. Once rptr signed off as they wanted, rptr was allowed to see their dr and once their check was given to rptr a month later and cleared their bank they authorized surgery which was needed to remove the failed device. Once it was removed rptr's claim was closed again without medical care for rptr's pain caused by their work injury. Rptr pays cash each month for a dr to prescribe medicatons and then pay cash for those medications. Rptr's disability was made worse by the stimulator and the surgery to place it in them. Rptr has new pain created by that device, rptr had a new rating which placed them three times more disabled them three times more disabled than the rating done right after the device was implanted.